Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade IV and pain.

Event description:
Patient reports "progressive pain in her chest related to breast implants", "stage 4 capsular fibrosis", and "left breast hurts constantly to a point where she cannot lift her arms". This record is for the right side. The device remains implanted.